Manufacturer narrative:
(B) (4). Only the screwdrivers returned for evaluation. Optical examination of the tips reveal plastic deformation consistent with excessive torque. There was no issue with the plate or the driver noted during the initial installation of the implant; only after the surgeon attempted to re-position the plate. Analysis findings are consistent with excessive torque.

Event description:
It was reported that the patient underwent a two level anterior cervical discectomy and fusion (acdf) with instrumentation. The surgeon was not pleased with the plate position. The self tapping screws were removed and the plate was repositioned. During removal of the last self tapping screw, the screwdriver tip stripped and would not mate with the screw securely. Another driver was used with the same results. The surgeon was able to remove the plate with difficulty. The surgeon opted to change device systems. The patient became hemodynamically unstable; shifting from hypotensive to hypertensive during the procedure. The surgery time was extended approximately 30 minutes due to patient complications and device system replacement. The patient stabilized. No additional complications were reported. It was also reported that the surgeon attempted plate placement twice. The surgeon repositioned the plate, used a rescue screw for better purchase but was not satisfied with the position and opted to remove and changed device systems. The surgeon burred the head of the screw to remove because the drivers would not engage the screws adequately. The screwdrivers would not drive the screws down. The exact timeline of the information reported is unclear. A follow up report will be sent if clarification is received.